Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 had consistently failed to register door clicks upon opening. A field service engineer (fse) had verified the issue, replaced the faulty mini switches, and tested the tower door 2 had then operated properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 2 repeatedly failed. After each medication removal from this door, the system displayed a hardware door failure message. In some instances, staff were able to clear the error message, however the error recurred each time the door was accessed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.